Event description:
A surgeon reported that at the beginning of a vitrectomy procedure, when the vitrectomy probe was just inserted into the eye, a small flow of vitreous was seen going to the probe, even though the footswitch was not pressed. It was noted that no system message displayed, and only the infusion was active at the time. The surgeon activated the cutter in the probe and was careful when he was near the retina. The procedure was able to be completed w/o harm to the pt. It was noted that consumable product was used for another pt on the same day. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).